Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side a device rupture. Device remains implanted.

Event description:
The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: no observation are performed for the complaint as the event is no complaint against the device additional observations: observed, opening device in the radius side assessed as an unidentified (tear) opening (shell thickness was within specification). Red biological tissue observed in the surface of the shell. Red particles observed in the surface of the shell. Observed creases on the device. No further actions are required as the device was implanted.